Event description:
It was reported that during the post-implant check, pacing of the right atrial (ra) lead resulted in right ventricular capture. Chest x-ray confirmed that the ra lead had dislodged. The patient was brought to the cardiac laboratory, and the ra lead was successfully repositioned on (B)(6) 2026 with good parameters. The patient was in stable condition.